Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional bifurcated endoprosthesis implantation procedure. Reportedly, the suture of the first proglide device was pre-placed successfully; however, when removing the plunger of a second proglide device, only the needles came out with no suture attached. The suture of another abbott device was successfully pre-placed. The sheath was upsized to a 21f sheath and the bifurcated endoprosthesis implantation procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was initially reported that the device would be returned for analysis; however, the device was not returned.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported a needle to cuff miss was observed as a suture separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/ link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.d9, h3, h10 - fields were updated as the device was returned for analysis. H6- type of investigation code 4114 was removed. H10 - additional mfg narrative: revised to include returned device analysis.